Manufacturer narrative:
Manufacturer ref. (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the symptom upstream occlusion alarms. Upstream occlusion alarms were confirmed and reproduced while running a loaded set. This condition was found to be caused by continuity on the tail pins of the upstream sensor. The failed upstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.